Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the lens was scratched at the edge. The healthcare facility reports that surgery was more complex and prolonged; however, was successful. There was no harm to the patient as a result of this event. The iol remains implanted. The rayone preloaded iol injection system use risk analysis identifies forcing a blocked injector and inadequate lubrication as possible causes of "lens optic damage". Additionally, the rayner hydrophilic acrylic intraocular lens use risk analysis identifies the following as possible causes of "physical damage to iol"; sharp edge instruments used during surgical procedure, surgical procedure incorrect: incorrect use of lens injection system, surgeon misidentifying posterior capsule creasing, and cracked optic surface post injection due to dehydration of lens. Rayner is following up with its german affiliate company to obtain additional information to facilitate further investigation of the event. The injector associated with this case has been retained and rayner has requested its return for evaluation.

Event description:
On (B)(6) 2023, rayner received notification from a german healthcare facility of an event that occurred during implantation of a rayone aspheric rao600c. The event description provided states that the lens was scratched at the edge.